Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 88 to 128 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Back to back blood test declined by customer. The product is stored by customer according to specification. Blood test performed by customer fasting on (B)(6) 2016 at 02:30pm produced test result of 315 mg/dl. The test strip lot manufacturer's expiration date is 02/24/2018 and open vial date is month of (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 88 to 128 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Back to back blood test declined by customer. The product is stored by customer according to specification. Blood test performed by customer fasting on (B)(6) 2016 at 02:30pm produced test result of 315 mg/dl. The test strip lot manufacturer's expiration date is 02/24/2018 and open vial date is month of december 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.